Manufacturer narrative:
The device was returned to olympus for evaluation. Additional non-reportable malfunctions were found during device evaluation are as follows: the distal end light guide rod lens was cracked, and the plastic distal end cover (c-cover) cap had dents. The charged coupled device (ccd) cover lens was chipped, the connecting tube collapsed by pinching, the universal cord had wrinkles and a scratch mark, the angulation were out of specification, and the insulation of the distal end (d/e) value resistance was out of specification. Prior to returning the device for maintenance, the endoscope was cleaned and disinfected according to the recommendations by the customer. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle was clogged by foreign organic material. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.